Manufacturer narrative:
Calibration was last performed on 27-jul-2023. Qc was acceptable on the day of the event. The customer replaced the reagent and reran calibration and qc. The field service engineer (fse) performed an instrument check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 71889401 and the expiration date is 29-feb-2024. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 801 analytical unit. The initial vitamin d result was greater than 120 ng/ml with flag. The sample was auto-diluted and the result was 171 ng/ml. The sample was then repeated on another analyzer and the result was 60.8 ng/ml. The repeat result was deemed correct.